Manufacturer narrative:
(B)(4). Results: the pet lock was intact on the proximal end of the pod packing coil(podj) pusher assembly. The pusher assembly was kinked approximately 66.5 and 136.0 cm from the proximal end. The pusher mid-joint was retracted proximal to the introducer sheath friction lock. The introducer sheath was ovalized approximately 2.0 cm from the distal tip. The embolization coil was intact with its pusher assembly. Conclusion: evaluation of the returned device revealed that the podj pusher assembly was kinked. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance, damage such as this may occur. Further evaluation of the returned device revealed that the introducer sheath was ovalized and the pusher mid-joint as retracted proximal to the introducer sheath friction lock. The ovalization in the introducer sheath likely occurred due to forceful gripping or handling while attempting to advance the podj through the lantern. The pusher mid-joint being retracted proximal to the introducer sheath friction lock likely occurred while re-sheathing the device upon removal. The ovalization in the introducer sheath may have contributed to the resistance experienced during advancement of the podj through the lantern and likely prevented the coil from being advanced. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podj). During the procedure, while attempting to advance a podj through a lantern delivery microcatheter (lantern), the podj would not advance; therefore, it was removed. Upon removal, the physician noted that the podj pusher assembly was kinked. The podj was then set aside and the procedure was completed using another podj and the same lantern. It was reported that the physician did not mention resistance while attempting to advance the podj through the lantern. It should also be noted that the physician did not use a rotating hemostasis valve (rhv) and did not use a continuous flush. There was no report of an adverse effect to the patient.